Manufacturer narrative:
The investigation into the vf/vt/af/at issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The field lt log was reviewed, and motor current was pulsatile, so no positioning issues were confirmed. The root cause of the ventricle tachycardia was most likely due to patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male patient experienced several ventricular tachycardia associated with the impella during impella 5.5 support. The impella was repositioned four times under echo. Ultimately, a decision was made to explant the impella.